Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: visual inspection revealed that the battery compartment was cracked from the threads to along the side of the bumper pad as well as below the bumper pad to the case seal. During testing, the display was found to be dim, faded, and discolored. The keypad cover was observed to be thinning. The keypad buttons were difficult to press, however, all keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. No battery cap was returned with the pump. A test battery cap was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that the display was dim, faded, and discolored. Additionally, investigation revealed that the keypad buttons were difficult to push and there was contamination under all button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.